Event description:
It was reported that the user¿s screen became unresponsive when attempting to confirm ¿yes¿ to drops, and functionality was restored after a mobile app restart, consistent with a temporary device user interface freeze. Symptoms included no injury and no adverse clinical effects. Outcomes included no need for medical care and no hospitalization. Investigation included customer care troubleshooting that instructed an app restart. Investigation of this case revealed that the device resumed normal operation after restart, indicating a transient software or user interface performance issue without recurrence after intervention. It was concluded, based on previously established findings for similar reports, that the cause was user interface software performance consistent with a transient, non-reproducible event.